Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
In this event it is reported that a protaper ultimate shaper 25mm x3 file broke during use. The broken part has not been retrieved. Patient referred to specialist. Further information requested.

Manufacturer narrative:
The investigation results for this complaint are: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1809907). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse, excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode.

Manufacturer narrative:
Additional information received: we received the following information regarding this complaint: practice has advised, the file will remain in canal till december. Patient has not reported any discomfort, this is a follow up report for this additional information. We are still awaiting the investigation results. This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code: 4648 the correct codes for this complaint are: health effect - impact code: 2199 this is a follow up report to correct this code.